Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter hub with connected sample port connector (with intact tamper evident seal) and cut inlet tube portion. Visual inspection of the sample noted the catheter shaft had been torn completely through at the bifurcation point. This is out of specification per inspection procedure, which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces." The shaft body was not returned with the funnel. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿exposure to petrolatum based products.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (23) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. Which may cause urine spills." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the joint of the catheter shaft and the funnel was broken, and the distal fragments were removed transendoscopically.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the joint of the catheter shaft and the funnel was broken, and the distal fragments were removed transendoscopically.